Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history indicated multiple ¿no cartridge detected¿ and ¿loss of prime¿ due to zero force warnings on the reported event date. During investigation, the pump successfully powered on to the ¿verify¿ screen. The ¿ez-prime¿ steps were successfully performed on the pump with no issues. The force sensor was found to be within calibration. The pump was opened and a force sensor flex pin was found unsoldered from the flex leading to an intermittent connection. No ¿load step malfunction¿ was duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged that he noted loss of prime 3 times, and attempt to prime but kept getting a warning of loss of prime , then he did a complete set /cartridge change and then pump emptied full cartridge. The patient was attached and got approximately 20 units. He has ingested a 12 oz bottle of (B)(6), current bg is 303 mg/dl. He refused to go to the e.r. As his wife is nurse and she is with him. Patient reports he had to quickly take the tubing loose from body as pump would not stop pushing insulin out. Bg at 1:15 pm was 140 mg/dl. He drank a 12 oz pepsi and bg at 1:45 was 303 mg/dl and at 2:07 365 mg/dl. Patient refused to go to the ER stating he was not alone and wife is a nurse. Wife was in the room with patient at time of this call. Customer technical support (cts) found that the pump does not recognize filled cartridge. Cts advised patient to switch to an alternate delivery plan until the replacement pump arrives. This complaint is being reported because the pump failed to recognize the filled cartridge. The blood glucose excursion does not meet the criteria of an adverse event.